Manufacturer narrative:
The qc was in the acceptable range on the dates of testing. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable elecsys hcg + beta test system result for one patient from the cobas 8000 - cobas e 602 module. The initial result was 85.80 miu/ml and was reported outside of the laboratory. The result was questioned on 16-oct-2020. On 17-oct-2020, the frozen sample was repeated and the result was 0.100 miu/ml. The result from a vitros system was negative. The reagent lot number was 454060 with an expiration date of 31-may-2021.

Manufacturer narrative:
Controls tested on the (B)(6) 2020 and (B)(6) 2020 were within range. A general reagent problem could be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.